Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment that could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The exact cause of the venous air alarm cannot be determined; however, there is no evidence to suggest a device malfunction occurred. The user's guide states possible causes for this alarm as a loose or dislodged connection, air in saline during prime, or residual air in cartridge during prime. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff has been notified and provided additional training regarding air removal steps. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional info will be provided.